Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the moderately calcified left common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath prior to an endovascular aortic repair (evar) procedure. Reportedly, the device was preflushed prior to use. No blood flow was observed at the marker lumen after device insertion. The device was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.